Manufacturer narrative:
The device was returned for analysis. The reported open footplate was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral vein was attempted using a proglide device with a 7f sheath after an electrophysiology interventional procedure. Reportedly, the foot plate of the device was open when removed from the packaging. The operator noticed the footplate was open once the device was loaded on the wire and passed to him from the tech at the table. The device did not advance into the anatomy. A new proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.